Manufacturer narrative:
Maude event report (B)(4) was received from FDA on (B)(4) 2011. It was confirmed that the user facility did not report this event to the MFR. F/u communication with the initial reporter as the user facility indicated that it is hosp policy to retain all devices related to a reportable event. Therefore, the involved device was not returned for eval. The initial reporter at the user facility did sent 2 pictures of the involved device, but there was no visible damage or defect. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specs were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based on the available info, there is no indication that there was any relation to a pre-existing device defect. All available info has been placed on file in qa for appropriate tracking, trending, and f/u. (B)(4).

Event description:
Per (B)(4), which was received from FDA on (B)(4) 2011, the event is described as follows: "issue was noted with 10 cm 7 french introducer sheath. Crack in the sheath was discovered when pt was developing a hematoma during the case. The introducer was removed and a new one was put in." F/u communication confirmed that there was no injury, damage or disability to the pt as a result of the reported event.